Manufacturer narrative:
(B)(4).

Event description:
It was reported that about two weeks after implant, the patient had to move and was forced to pack and move large, heavy boxes. During the moving process, the patient felt stimulation change from the left arm to back and scapular area, providing no pain relief. It was noted that the doctor exposed the lead and removed the device. The doctor placed a stylet in the lead and was able to move the lead back into original position with the lead tip at c2/c3 and stimulation was tested intraoperatively. The doctor used an anchoring system to secure the lead and then returned the lead back to the device, connected it, checked impedances and closed. The patient was reprogrammed after surgery and adequate pain relief was achieved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).